Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the high rate cover was broken, the upper case was broken, the lower case was contaminated/damaged, the battery drawer was broken, the ring cover was contaminated, and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external cable connector on the epg (external pulse generator) was damaged and may have been crushed. The epg was returned for repair. No patient complications were reported as a result of this event.